Event description:
It was reported that during an orthodontic bone anchor case, one of the bone anchor plates broke during closing. It is not revision surgery. There was no delay in the surgery. No fragment was generated due to breakage of bone anchor during surgery and no additional intervention was required. Patient outcome is unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device broke during insertion; device was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. Report was initially submitted on (B)(4) 2015 but the FDA site was down. Advised by FDA on (B)(4) 2015 to resubmit medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.